Event description:
It was reported that between the time the device was implanted in the femoral artery and six months later, the pt was admitted for an angiogram. It is not known if this was a scheduled angiogram or if the pt was symptomatic. It was reported that the images taken showed that the stent had fractured into four pieces. A competitor's stent was then implanted, and a run was performed showing that the flow was normal. Pt is doing fine at this time.

Manufacturer narrative:
This is being reported because this device is the same or similar to the lifestent flexstar biliary stent that is currently marketed in the united states. The investigation is currently underway.